Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip of the permanent cautery spatula instrument broke and fell into the patient. The fragments were retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with the one ear on distal clevis broken off at its base. The broken piece was not returned; however, it measured roughly .285 x .235. The yaw pulley was dislodged from its normal position as a result of the clevis breakage. Failure analysis investigation also found that the instrument's conductor cap was missing from yaw pulley. The distal clevis breakage likely allowed the cap to detach from the yaw pulley. The yaw pulley boss feature that mates with the cap was broken off. The proximal clevis was cracked on the side opposing the distal clevis breakage. It was concluded that the damage to the distal end was likely due to overloading at the tip. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, to handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.